Manufacturer narrative:
(B)(4). Concomitant medical products: biomet e-poly 40mm +3 maxrom lnr sz24 cat#ep-108424 lot#755220. Biomet selex/magnum mod hd 40mm -3 cat#s031140 lot#686950. Biomet r/b rloc lhole shl 56mm sz 24 cat#11-106056 lot#342380. Biomet ti low profile screw 6.5x25mm cat#103532 lot#678050. Biomet tprlc 133 t1 pps so 12x144mm cat#51-103120 lot#3438268. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03387. 0001825034 - 2020 - 03389.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient said it felt different from the beginning than her right hip (which was replaced a few years before left hip). An x ray revealed the liner had failed. Patient underwent revision surgery approximately 5 years post initial implantation. The liner was found cracked and in pieces and there was metallosis. A new locking ring was opened but did not freely move in the ring loc shell. It was determined that the shell should be removed. Cup cutters were used and shell was explanted. A new g7 shell, liner, and ceramic head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The returned head shows wear on the outside diameter of the device and black material in the taper. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.